Event description:
The service repair technician reported that during routine testing of the device at the service center, the hsat spring clip doesn't hold a cuvette properly. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.